Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuit is currently en route to fisher & paykel healthcare for eval. We will provide a f/u report upon receipt of the complaint device and completion of our investigation.

Event description:
A hosp in (B)(6) reported that the inspiratory heater wire pin on an rt235 infant dual-heated evaqua breathing circuit is bent. The bent pin was found prior to pt use.